Manufacturer narrative:
Although, it has been reported that the product will be returned, it has not yet been received by the manufacturer, therefore, a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by customer in a foreign country, when utilizing a convenience kit, during prep air was seen to senter the saline and contrast lines. The product was replace. There was no air injection or patient injury. The used product will be returned evaluation.